Manufacturer narrative:
As reported in a research article, a mechanical valve was explanted and replaced due to thrombus and leaflet immobility. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying 15mm masters valve that may be related to surgical intervention post procedure. Details are listed in the article, titled "mitral valve replacement with the 15-mm mechanical valve: a 20-year multi-center experience." One of the patient experience a device related thromboembolic event. Reduced cusp mobility was observed one week post implantation. Prosthesis inspection during replacement revealed absent mobility of the posterior cusp and small thrombi on the cusp and in the hinge mechanism. The prosthesis was removed and a new 15-mm sjm masters prosthesis was implanted.